Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0801, awareness date 26-aug-2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2006. Consumer reported that she had essure implanted in 2006. She was seen in the ER (emergency room) 4 months after she had them implanted because she started bleeding and it was not her period. She could hardly walk and it felt like she was in labor. Pid (pelvic inflammatory disease) was diagnosed. She soon after started noticing sharp pains shooting down her vagina and lower abdomen. She started getting migraines that would last for days sometimes weeks. If she tum the wrong way it feet like her inside are twisting. Her hair is still falling out. She look like she was 6 months pregnant and it has been 9 years. She developed an eating disorder because of the inflammation in the stomach. She always felt full and she could eat. She has been leaving with chronic back pain for almost a year now. Doctors say she had inflammation in may lower back. Essure needs to be remove because nobody should have to live with pain on a daily basis. Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started bleeding and it was not her period (interpreted as genital bleeding). Pid (pelvic inflammatory disease) was diagnosed. Both events are serious due to their medical importance and are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, pid was diagnosed more than 4 weeks post insertion, therefore a causal relationship with suspect insert can be excluded. With regards to the other event, since genital bleeding may occur with essure, considering the nature of the event a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.